Event description:
Per complaint form: an (B)(6) female underwent ab abdominal aortic aneurysm endovascular repair on (B)(6) 2012. Upon the physician deploying the main body until the contralateral gate was open, it appeared that the contralateral gate was not fully expanded/open. It is unclear as to if the gate didn't open due to anatomical constraints or device failure. None the less, after several attempts to cannulate through the right and left groins, access was obtained through the brachial artery. Pt is in stable condition and no adverse effects have been reported.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.